Manufacturer narrative:
This report is submitted february 6, 2019.

Event description:
Per the clinic, the device was explanted (date not reported) due to extrusion of the electrode lead into the external auditory canal. The patient was contralaterally reimplanted with a new device during the same surgery.